Manufacturer narrative:
The reported events of backup mode and failure to interrogate were confirmed. The device was received in backup operation which occurred during the explant procedure consistent with exposing the pacer to electrocautery. The device had intermittent telemetry due to low battery voltage. The device battery level was at end of life when analysis started and after installing a new battery and re-loading the product code, the pacer was interrogated multiple times during the analysis with results indicating normal device functionality. Total projected longevity based on field settings is 7.10 years; implant duration is about 8.35 years which exceeded the project longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During routine device exchange procedure, the device was noted to be in backup mode which resulted in the device being unable to be interrogated. The device was explanted and replaced. The patient was stable with no consequences.